Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated positive results for sars-cov-2 and influenza b and a negative result for influenza a. The same sample and a recollected sample for each patient were repeated either on another cobas liat or another platform (eplex analyzer) and negative results were generated. The results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Possible causal factors may be sample processing related, differences in testing methods, and sample-to-sample variability. No repeat runs for either sample were noted in the dataset. Review of the pcr curves showed true amplification for both targets for both patient samples with no abnormalities typically associated with an erroneous result.